Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the surgeon had difficulty turning the blade counterclockwise (direction for the mark ¿attach¿ on the impactor) to attach it on the impactor. Eventually, the surgeon used another blade to complete the surgery since he considered the incident unusual. The surgery was completed with a few minutes delay, but the specific length of the delay is unknown. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.